Event description:
After 29 months of implantation, this ICD was explanted because of premature battery depletion.

Event description:
After 29 months of implantation, this ICD was explanted because of premature battery depletion.